Event description:
The customer reported the system intermittently displayed a communication failed error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted and the batteries were replaced during the service call. The system was tested and found to be working as intended and returned to service.